Event description:
I had a hernia repair with a phs mesh. I knew something was wrong after 2 weeks. I had much pain, couldn't stand up for long periods of time. I had trouble with bowels moving, and passing gas was very pain ful. I had ovaries removed to see what was wrong. I had extensive dense adhesions especially on the right side where the mesh was. I had them cleaned out. I only to have them and continue to grow back. After 6 years of much pain walking with cane, being told it was my back, thinking I had an adhesion disorder, being told it was all in my head. Being told I was a seeking drugs. No one would help. I wanted to die, and not even my chiropractor would touch me. Finally I found someone to help and remove this polypropylene plastic mesh. I almost die at removal. I was left disfigured. All kind of health issues now. Lost quality of life, ability to work, relationship. Why does everyone care so much more about money than the health of pts. Stop implanting toxic materials foreign to the body. Teach natural repair. I am angry because you knew about this and still haven't done anything to prevent more people from harm. Lost trust in FDA, medical devices, drs, medicine. How about healing instead of killing. What happened to do no harm? I have lost all faith in you. I trust you god. I was healthy (B)(6) female. Until you put plastic in me. FDA safety report ID# (B)(4).